Manufacturer narrative:
The alleged broken lapvue 10 is not expected to be returned for evaluation and review. This complaint of broken device is unable to be verified and a root cause cannot be determined. The manufacturing documents from the device history record (DHR) have been reviewed with special attention to the manufacturing and inspection of the product. A non-conformance report (ncr) was found as part of the DHR; however, it was not related to the manufacture of the components or assembly of the device. This is the only complaint for this lot number and failure mode within the past two years. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, lapvue 10, was being used during a rectopexy procedure on approximately (B)(6) 2020 when the tip came off inside the patient. The tip was removed with a robotic instrument. This caused a 1-minute delay in the procedure. This was the first cleaning using the device for the procedure. The device was disposed of at the facility. There was no reported injury to the patient. There was no additional hospitalization required because of the event. The procedure was completed as planned. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.